Event description:
Information rec'd indicates the brake is slipping when applied. Brake not holding.

Manufacturer narrative:
The technician found the casters were worn. The technician replaced the casters to repair the bed.